Event description:
Customer's mother reported receiving a no delivery alarm during a bolus on the insulin pump. She also stated that the insulin pump began to rewind without input. She stated that the insulin pump was also unresponsive to button presses. The blood glucose reading was 245 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.